Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2025, due to intolerant of use associated with thin soft tissue. The internal fixture remains in place. The patient was reimplanted with a device from another manufacturer during the same surgery.